Event description:
A ventilator was returned to the MFR for preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a malfunction of the system pca was observed. The ventilator's system pca was replaced to address this issue.